Event description:
The customer rpt'd that while running a hapatitis assay, the summit sample handler, did not pipette sample and reagent into well a-8. No error message was given. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.